Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level (bg) of (401 mg/dl) the customer took food bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The contact was advised to changed supplies. However, declined changing out supplies. A recommendation was made for the customer to contact the healthcare provider (hcp) to discuss factors that may affect bg level.